Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had audio anomaly and replace battery alert and back light anomaly. The insulin pump was burning through batteries every 3-4 days. The self test was passed and audio was working. The insulin delivery had stopped due to low power. No harm requiring medical intervention was reported. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap not loose, cracked or damaged. Customer stated this was not the second occurrence of off no power without a low battery warning. The customer was assisted with troubleshooting. The device will not be returned for analysis.